Manufacturer narrative:
H6: investigation summary: a complaint of sets breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 47177e lot number 22079251 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris smartsite gravity set the components were separating. There was no report of patient impact. The following information was provided by the initial reporter: IV set continues to break.

Event description:
It was reported while using bd alaris smartsite gravity set the components were separating. There was no report of patient impact. The following information was provided by the initial reporter: IV set continues to break.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.